Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Registry information: foreign country registry pertaining to the evaluation of axium detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other countries. Enrollment started in 2008; enrollment ongoing n=166; target 300 patients. MDR numbers: 2029214-2008-00207 to 2029214-2008-00237.

Event description:
Information from intl. Clinical trial database. Ruptured acom aneurysm coiling with 1 axium coil qc-2-4-3d. Adverse event noted: patient died from polyorganic organ failure. Patient ID 03-35, male with ruptured acom aneurysm. Used 1 axium coil qc-2-4-3d. Adverse event noted: patient died from polyorganic organ failure.